Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional.

Event description:
Pfs and medical records received. Pfs alleges pain, discomfort, clicking and decrease mobility. There were no reported revision surgery provided. Doi: (B)(6) 2013. Dor: none reported, (left hip, second event).